Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6 mm x 2.00 mm wolverine cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at the distal part and was vertically separated at 10atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
E1: inital reporter city: (B)(6).